Manufacturer narrative:
The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a non-dehp micro-volume extension set appeared cracked. It was further reported, during a vancomycin infusion ¿a crack to the filter of medline tubing¿ was observed. This was noted after half of the dose was completed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Based on further investigation, the most probable cause was determined to be related to the end user/methods exceeding the product pressure specifications of 45psi. Should additional relevant information become available, a supplemental report will be submitted.